Event description:
The pt's vendor reported that the pt experienced unexplainable elevated blood glucose of up to 300 mg/dl for 3 days. The pt bolused through the infusion device and injected insulin via syringe to lower blood glucose levels. The patient often changes the battery, battery cover, adapter, and infusion set. She changed the insulin cartridge and confirmed her basal rates. She also reported that the infusion device made a buzzing noise. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.